Event description:
It was reported that the programmer was unable to display a clear electrocardiogram (EKG). Multiple cables were tried but without success. It was noted that the same cables worked fine on other programmers. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to display a clear electrocardiogram (EKG). Multiple cables were tried but without success. It was noted that the same cables worked fine on other programmers. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to display a clear electrocardiogram and therefore the link electronic module printed circuit board was replaced and calibrated. Product ID 2067 radiofrequency programme head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.